Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 465 mg/dl after eating a big dinner. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they disconnected from the infusion set and noticed insulin was not coming out of the tubing. The customer stated that they did not get any alarms except one alarm that they received in february. Yet, the customer states that their insulin pump works as designed. The customer was sent replacement reservoirs and infusion sets.